Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user biomedical technician reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The charge nurse clinical manager stated that the machine was manually adjusted back to the original settings and confirmed the up/down arrows were not used to adjust the uf goal and treatment time. The uf was not turned off at all during treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. The patient ate their daily breakfast during treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient treatment and machine information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.